Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 282 (phaco error) and exposed wire on the ellips fx phaco handpiece. There was no patient involvement reported.